Event description:
The hosp reported that during a coronary artery bypass procedure, with 2 proximal anastomosis, the second aortic cutter opened was labeled as a 4.3mm but contained an 3.8mm. The same unit was used to complete the procedure, as they noticed after case completion. The hosp did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).